Event description:
A call was received on october 25, 2006 from coram healthcare to provide information to us after being contacted by the mother of one of their patients. It was reported by the mother that she was shocked, while attempting to plug their ross flexiflo patrol pump, list #52036 into the electrical wall outlet in her apartment. The actual incident date is unknown. At that time, the mother stated she plugged the pump's plug into a 3-prong plug and then inserted into a 2-prong adapter and then the user attempted to insert the 2-prong adapter plug into the ac wall outlet and was "electrocuted" when she touched the ground prong on the power cord. She explained she "felt tingling in her arm and was then thrown back into the wall". It is unknown if she required any medical intervention at that time, but stated she has been to the doctor several times and implied significant injury, but no further details were given. The pump was not connected to the patient at the time of the incident. At this time, we have been unable to retrieve the pump for testing. There was no confirmed report of serious injury or illness or medical intervention reported, and the device was not used according to the operating manual and the event is considered to be due to use error. This is an isolated case.